Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to troubleshoot the issue by removing and reloading the cartridge onto the pump, but the alarm persisted. Ultimately, the caller opened and filled a brand-new cartridge, successfully loaded it onto the pump, and resumed insulin delivery. Customer was advised to call back if the issue persisted, and acknowledged understanding with no further action required.